Manufacturer narrative:
Concomitant medical product: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a failure with the recharger antenna and a "poor recharge quality" message was seen intermittently. There were scratch marks on the rtm donut and there was an antenna temp test recharger antenna failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. The pt reported they were having issues charging their implant and the issue began about a week ago. Pt stated all kinds of messages displayed when attempting to charge their implant. Ps asked pt if they recalled any of the messages and pt stated one of the messages were settings not available. Pt stated their implant charged to 80 at most. Pt also noted they thought the battery was out (ps understood this as pt may have gotten the batteries empty message and thought the issue was with the controller battery). Pt reset the controller twice and the issue did not resolve. Pt also noted they were at recharging excellent then they would get errors and errors and half an hour or maybe 45 minutes later they could get their implant to charge for a little bit. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt noted the settings not available message displayed and pt pressed ok. Pt inserted the battery pack and co nfirmed green light was flashing above the screen. Pt then connected the recharger cord and confirmed recharging excellent. The troubleshooting steps that were taken on the call resolved the issue. During troubleshooting pt also noted they had arthritis and were having tremendous pain (ps understood this as pt had difficulty removing and inserting the battery pack). Pt also noted they had an interstim device. Ps had difficulty hearing the pt during the call. Additional information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt called back from number registered and confirmed they were calling about the same issue as in this case. Pt said they still had trouble since the last call and were getting system problem rm03. Pt talked to their manufacturer's representative (rep) and was told to call the manufacturer's patient services. Pt said they would spend half an hour or longer trying to connect and get excellent to be able to charge. Pt said they would either get rm03, device not found, or passive recharge mode often. Pt confirmed ins would still be charged at that time. Pt did not see any damage to rtm nor noticed anything getting hot, just warm. No symptoms were reported. A replacement recharger was sent out. Additional information was received from the pt. It was reported that the pt did not do anything differently, they just could not get it done until the paddle was replaced. The pt received a new paddle to resolve their recharging issues. The issue was resolved.